Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit and bleeding. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone14.6 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient had been wearing the pod on the abdomen for between 4 and 24 hours and reported that the pod alarmed while in a hotel room in a foreign country where omnipod is not marketed, prompting removal. During removal, the cannula punctured the skin, causing heavy bleeding. Emergency services were contacted, and the patient was transported to the emergency room (ER) to ensure safety for travel the following day. Bleeding had stopped by the time of arrival. The patient alleged that the medical attention sought was related to the pod. The patient was evaluated in the ER and later by an endocrinologist; however, due to unfamiliarity with the device and a language barrier, no specific diagnosis was provided. Treatment consisted of monitoring and advising the patient to maintain pressure on the wound. The patient was cleared for travel and discharged the same day after a few hours in the ER. No impact to the patient's blood glucose was reported and no additional interventions were performed. The pod was disposed of and not available for return.